Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. There is no CAPA (corrective action preventative action) associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required. A device history record review could not be performed as the lot/batch/serial numbers were unavailable.

Event description:
It was reported in an article titled "novel uses for implanted haemodynamic monitoring in adults with subaortic right ventricles" by william h marshall v, may ling mah, jennifer desalvo, saurabh rajpal, lauren t lastinger, arash salavitabar, aimee k armstrong, darren berman, brent lampert, lydia k wright, jenne hickey, rachel metzger, deipanjan nandi, robert gajarski, curt j daniels that an arrythmia occurred during cardiomems implant procedure that was determined ot be a non-device- related procedural complication requiring therapy. The atrial flutter occurred while manipulating the catheter through the superior vena cava. The patient was treated successfully with synchronized cardioversion.